Manufacturer narrative:
Device evaluation: d10, g4, h2, h3, h6, h10. Results of investigation: the reported complaint was able to be confirmed and duplicated xdcr pt801 failed. The service technician replaced the main board and the reported issue was resolved.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator experienced low pip, low ve and high rate alarms while in use on a patient. A xdcr test was performed and all passed. The patient was moved to a different ventilator. The customer advised there was no patient harm associated with this event.